Event description:
This procedure was performed in another country. While pushing forward through the guide catheter there was a high friction. When leaving the guiding catheter the stent pre-deployed. The physician reported that the tip detached from the system and was left inside the guiding catheter. There were no reported components left inside the pt.